Event description:
A customer reported an altitude alarm on their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer to remove obstructions from the speaker holes, clean them, and address issues with the cartridge fit, as part of troubleshooting steps.